Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ise indirect na, k, cl gen.2 sodium results for two patient samples. Data was only provided for one sample. The original result was 119 mmol/l and the repeat result was 140 mmol/l. The patient was redrawn and the result was 142 mmol/l which was believed to be correct. The erroneous result was reported outside the laboratory. The patient was not adversely affected. The electrode lot number and expiration date were requested but were not provided. The customer mentioned the samples from the ER had a substance floating in them. The field service representative could not find a cause and checked the ise fluidics. He performed ise checks and precision testing which met the guidelines. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Possible causes include an ise/reference flow related issue or mis-sampling of the patient sample due to pre-analytical issues.